Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The bonds, tip and shaft were microscopically examined. The distal tip was damaged. The inner diameter (ID) of the inner shaft was measured at the exit notch with a calibrated pin gauge set which is within specification per emerge product specification. The guidewire used in the procedure was not received with this device. A .014¿ test guidewire was used for functional testing. The guidewire was able to pass through the entire distal shaft with no issues or resistance. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage was attributable to procedural factors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. After placement of a non-bsc guide catheter and non-bsc guide wire, a 1.20mm x 8mm emerge¿ balloon catheter was advanced but severe frictional resistance was encountered with the guidewire inside the guiding catheter. The physician experienced difficulty in crossing the device. Eventually, the device became stuck, so usage of the device was discontinued and the procedure was completed with a different device. No patient complications were reported.